Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer's blood glucose (bg) level was 499 mg/dl. An insulin injection was administered; however, the bg did not return to the target level. The customer observed that the bottle of insulin had been expired and was causing the bg level to rise. The pump supplies were changed and new insulin was used. An insulin injection was administered using the new insulin and the bg dropped to the target level.